Event description:
Caller reported that her pump displayed an error with zero units for the fill estimate despite installing a new cartridge. There was no adverse impact to the customer's blood glucose level. The issue was due to user error, as the customer did not initiate the load process after physically installing the cartridge. Technical support confirmed the system was functioning correctly and provided education on the proper procedure. The customer resumed insulin successfully, resolving the issue without further assistance needed.